Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0fcsr, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead.

Event description:
It was reported that when replacing battery surgeon found lead not connected to neurostimulator. Lead was severely kinked and appeared to severe itself from neurostimulator from kinking and twisting. Battery check at office that was not responsive due to battery end of service (eos). Device was explanted completely and new lead and neurostimulator were replaced. It was noted that the issue was resolved at the time of this report. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the lead va0fcsr revealed all conductors are broken (overstress/damage) 3.0 cm from the proximal end. The insulation is twisted. Analysis identified that the {x} conductor(s) was/were broken in the body of the lead as a result of factors not related to product reliability. Due to the condition of the returned lead, only a careful microscopic examination was performed. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool analysis determined the lead was twisted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3889-28 lot# va0fcsr serial# implanted: 2014 (B)(6) explanted: 2017 (B)(6) product type lead: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code: (B)(4) does not apply to ths event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the cause of the lead being severely kinked was reported as ¿nope¿. The patient weight was reported as unknown. The battery depletion was noted as normal battery depletion. It was noted that the device was returned on the day of this call.